Event description:
A report was received that the patient was experiencing frequent charging with the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing frequent charging with the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The physician did not suspect device malfunction. The explanted device was not returned to bsn as it was discarded by the medical facility.